Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the basket tip was broken on the mechanical lithotriptor. The issue occurred at the beginning of a therapeutic endoscopic retrograde cholangiopancreatography (ercp) procedure. The intended procedure was completed with anther similar device. There were no reports of delays, and the patient was not under anesthesia. There were no reports of patient or user harm associated with this event.

Event description:
It was not reported whether the patient was under sedation or anesthesia when the issue was noted. The customer reported that the procedure was not prolonged and the patient's sedation or anesthesia was not extended.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: b5, h6- health impact, h8. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured (august 2023). Based on the similar investigation result in the past, a likely mechanism causing the reported event might be the following: 1) an attempt was made to insert the device into the endoscope while using the guide wire; 2)when the angle between the distal end and the guide wire was large as shown in the following figure, the device was inserted into the endoscope; then, 3) a force exceeding the resisting force was applied to the guide wire tip. This caused the guide wire tip to tear. The event can be detected and prevented by following the instructions for use: "when using the guide wire, insert the instrument with its distal tip in parallel with the guide wire while holding the distal tip as shown in figure 4. Be careful not to forcibly insert the instrument with a sharp angle between the distal tip and the guide wire as shown in figure 5. This may damage the distal tip." Olympus will continue to monitor field performance for this device.